Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the non-bsc right ventricular (rv) lead displayed a gradual rise in pacing impedance measurements, ultimately measuring greater than 2,000 ohms. No noise was created with isometric exercises or pocket manipulation. Two non-sustained episodes with noise were observed. The device was reprogrammed to increase duration for the ventricular tachycardia (vt) and ventricular fibrillation (vf) zones. To date, no adverse patient effects were reported as a result of this clinical observation.

Event description:
Additional information was received that a revision procedure was performed. The non-bsc rv lead was surgically abandoned and replaced. The device remains actively implanted. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
(B)(4).